Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer stated that she treated her blood glucose with a manual injection. The customer stated that she needed the shorter tubing length because the longer tubing gets tied in knots and insulin delivery is impossible. The customer was advised to check her blood glucose readings.